Manufacturer narrative:
Other text: one cadd solis vip pump was returned for the evaluation of the reported error message. The pump was received with a bubbled downstream occlusion sensor seal. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event log showed evidence of the reported event. The device was further investigated using a functional check, and the customers problem was confirmed. The device found error code 42224 on the screen display during power up. The error code 42224 indicate a problem with ui_cmd_interval_timeout. The device was unable to get the problem occur. Therefore, no fault found. The error code will be clear and reload software.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had an error code 42224. There was no reported adverse event.